Event description:
It was reported that (1) ax55b device was used during a lower anterior resecton procedure. It was reported by the rep that when the surgeon fired the first of the (2) ax55b the staples fired, but didn't close. Another ax55b was opened and fired fine. There was no effect to the pt. After the surgery the nurse was not sure which stapler was used 1st or 2nd, so both included in the inquiry. The surgeon mentioned that the tissue may have been too thick the first firing. There was no consequence to the pt.